Manufacturer narrative:
This supplemental report is being submitted to provide the results the of the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the issue was confirmed. There was no image on 180 series scopes due to a printed-circuit board failure. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Since the product was manufactured prior to countermeasures for a change in the op-amp circuit design of the patient board, it was likely that only the 180 scopes were no longer displayed due to a failure of the op-amp.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. In troubleshooting the issue with olympus technical support via the phone, the user did not have time to talk and stated another department would take care of sending the device back and acquire another loaner. The issue was only related to the scope image area.

Event description:
The user facility reported to olympus that there was no image on the evis exera iii video system center when used with 180 series scopes. Both scopes and the maj-1430 pigtail videoscope cable was tried with another evis exera iii video system center and both worked fine. The scopes were swapped out and the same issue occurred on the effected unit. No patient harm reported.